Event description:
It was reported that the patient received inappropriate therapy. Muscle stimulation was observed to have occurred along with a low high voltage impedance. Electric arc damage suspected. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event was confirmed in the laboratory. A damaged lead, not returned for analysis, was suspected to have allowed a direct short between the right ventricular high voltage conduction path and the can, causing an arc. The noise detected was consistent with oversensing which resulted in inappropriate therapy.